Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (aortic rupture), bleeding, surgical conversion and death.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a thoraco-abdominal aortic aneurysm. As the patient¿s left common iliac artery was heavily tortuous, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted as an endo-conduit device in the left common iliac artery. An attempt was made to insert a 20-fr gore® dryseal flex introducer sheath but the sheath could not be advanced through the gore® viabahn® vbx balloon expandable endoprosthesis. The physician elected to remove the sheath from the patient and elected to advance a delivery catheter without a sheath to implant endoprostheses. Two gore® excluder® aaa endoprosthesis, aortic extender components were deployed below the renal arteries. When touch-up ballooning was performed for the proximal aortic extender component (pla230300j/18389097) with a non-gore manufactured balloon catheter, the patient¿s blood pressure suddenly dropped to 20mmhg. Intra-procedure angiography was run, confirming a rupture in the proximal aortic neck. Several attempts were made to implant endoprostheses to repair the rupture, but those were not successful. The physician aborted to continue endovascular repair of the aortic rupture and elected to convert it to the open repair. However, the patient¿s condition did not get improved and expired.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a thoraco-abdominal aortic aneurysm. As the patient¿s left common iliac artery was heavily tortuous, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted as an endo-conduit device in the left common iliac artery. An attempt was made to insert a 20-fr gore® dryseal flex introducer sheath but the sheath could not be advanced through the gore® viabahn® vbx balloon expandable endoprosthesis. The physician elected to remove the sheath from the patient and elected to advance a delivery catheter without a sheath to implant endoprostheses. Two gore® excluder® aaa endoprosthesis, aortic extender components were deployed below the renal arteries. When touch-up ballooning was performed for the proximal aortic extender component (pla230300j/18389097) with a non-gore manufactured balloon catheter, the patient¿s blood pressure suddenly dropped to 20mmhg. Intra-procedure angiography was run, confirming a rupture in the proximal aortic neck. It was reported that the patient¿ proximal aortic neck had been calcified, and calcification and ballooning manipulation could have caused or contributed to the aortic rupture. Several attempts were made to implant endoprostheses to repair the rupture, but those were not successful. The physician aborted to continue endovascular repair of the aortic rupture and elected to convert it to the open repair. However, the patient¿s condition did not get improved and expired. An autopsy was not performed, and further information regarding the patient¿s death was not available.